Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, patient experienced a scar when the sensor was removed on day 7 of wear. No medical intervention was required. Dexcom attempted to follow up but the patient was uncooperative.